Event description:
Patient reported obtaining a blood glucose result of 44mg/dl while using the suspect device. Patient indicated that, within minutes, his blood glucose was retested, using his physician's meter, with a result of 167mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.